Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient is in bigeminy regularly and when his heart rate speeds up, the device reads this as atrial fibrillation, giving the patient the "phone" icon during his daily query. This causes daily phone calls/uploads. The afib sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that patient is in bigeminy regularly and when his heart rate speeds up, the device reads this as atrial fibrillation, giving the patient the "phone" icon during his daily query. This causes daily phone calls/uploads. The afib sensitivity was reprogrammed and the device remains in use. It was later reported that the device settings was reprogrammed again because the patient was needlessly transmitting via carelink episodes that were bigeminy and not atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.